Event description:
A customer contacted beckman coulter (bec) reported that 2 ml of blue liquid leaked from the coulter lh 500 hematology instrument and getting low vacuum errors. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse during the course of troubleshooting found cleaner leaking from tubing at pinch valve pv37. The fse replaced all tubing at pv37 and verified low vacuum during system test to resolve the issue and no errors were noted. As incidental service, the fse replaced tubing at pinch valve pv 3 and 7 which was not associated with the leak. The fse was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves during service activities. Failure mode: tubing at pv37. However, instrument generated low vacuum errors alerting customer to an instrument problem. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).